Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate or verify the reported issue. It was observed that the customer's defibrillation therapy cable was older than 21 year and has signs of warn pins. Stryker recommended that the cable be replaced. It was also observed that the device logged an event code in the memory which is related to a potential issue of the device to deliver energy. The event code was not repeatable. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported and observed issues was unable to be determined.

Event description:
The customer contacted stryker to report that their device was unable to detect that a defibrillation test load or defibrillation electrodes. As a result, defibrillation therapy may not be available to a patient if needed. There was no patient use associated with the reported event.